Manufacturer narrative:
Medical device: model number: 72400024, lot number: 673738009, model description: balloon fgs 61-70 cm. Model number: 72400098, lot number: 511674014, model description: control pump fgs.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to fluid loss. A new aus device was implanted.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to fluid loss. A new aus device was implanted.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. A visual and leak test was conducted on the cuff. A visual inspection found wear at the corner of a fold. Leakage was found in the shell. A visual test was conducted on the balloon which concluded no significant findings. A visual test was conducted on the pump which identified no significant findings. Model number: 72400024. Lot number: 673738009. Model description: balloon fgs 61-70 cm. Model number: 72400098. Lot number: 511674014. Model description: control pump fgs.